Manufacturer narrative:
Updated field: b4, e1 (initial reporter, event site e-mail),d8, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) was dispatched to investigate the report. Upon inspection, calibration, and functional testing, the unit passed all functional tests and calibration procedures, including the pressure and transducer tests. Based on the findings, the fse suspected a possible catheter or operational issue rather than a device malfunction. Unit passed all functional tests and was returned to customer, the customer was referred to a getinge clinical trainer for follow-up and additional guidance on proper operation.

Event description:
N/a.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit had transducer no cable message. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.